Event description:
Facility paramedics attempted to use the device to perform routine pt monitoring through ECG electrodes. Reportedly, the device would not display the pt ECG. The facility stated there was no detrimental impact on pt care.